Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2023 - 01360 d10: 40mm vit e liner +0mm cat: 00435004000 lot: 65226145 product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported that the patient was revised due to baseplate disassociation, liner wear and pain.  No additional patient consequences were reported.  Attempts have been made and additional information on the reported event is unavailable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2023 -02618. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: no definite acute abnormality detected with respect of the glenosphere. No signs of loosening, wear, radiolucency or other contributing factors, and there is no cause for the glenosphere to be not tapered to the baseplate. Overall fit and alignment of the implants as well as bone quality appears grossly unremarkable. Hardware appears intact without periprosthetic lucencies. Bones appear intact. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. The reported event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.